Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and diarrhea. The cause and treatment for the events were not reported. It was not reported if the patient was hospitalized for the events. At the time of this report, the patient outcome was not reported; however, it was reported the fluid was clear. Action taken with pd therapy was not reported. No additional information is available.